Event description:
It was reported that this patient experienced chest pain for the past year. Upon chest x-ray, it was discovered that this electrode had been implanted too low and tunneled under the pectoral muscle instead of the sternum. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD) system at the discretion of the physician. This electrode was disposed at the hospital and will not be returned. No additional adverse patient effects were reported.